Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 470 mg/dl at the time of incident. Customer was also dealing with infection. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump and injections. Customer alleging insulin pump was under delivering because the blood glucose level stayed elevated. Customer stated that the drive support cap was normal. Customer reported that the bolus history displayed all entries based on their recollection. Customer performed self test and displacement test, however both tests were passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.